Manufacturer narrative:
The doctor reported fracture of abutment screw. No further patient complications were reported. Manufacturer's trend analysis show that abutment screw fracture is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Abutment screw fracture.